Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was noted that the patient is 100 percent atrial fibrillation (af) with bi-ventricular pacing. The crt-d remains in use. No patient complications have been reported as a result of this event.